Manufacturer narrative:
Product analysis: the device was returned for evaluation. Kinks were evident to the hypotube. Deformation was evident to the mid stent wraps with struts raised and bunched. No detachment or deformation was evident to the tip. No deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure, involving one resolute onyx coronary drug eluting stent (des) and one telescope guide extension catheter (gec), deformation occurred to the devices. The devices were inspected prior to use with issues noted. The telescope gec was prepped as per the IFU with no issues noted. The lesion was pre-dilated. It was reported that the tip of the telescope gec was noted to be deformed at the tip. It was reported that the resolute onyx stent was deformed in vivo during delivery through the vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code added. Correction: h.2. Device evaluated updated to yes. Annex c code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.